Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra sales representative on 29 dec 21: 1. Section b. Box 5. Describe event or problem. Evaluation of the returned velocity confirmed a fracture on the mid-shaft. If the device is retracted against resistance, damage such as this may occur. Based on the reported complaint, the root cause of resistance could not be determined. Further evaluation revealed a kink on the mid-shaft. This damage was likely incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient underwent a thrombectomy procedure in the left internal carotid artery (ica) using a velocity delivery microcatheter (velocity), a penumbra system ace 68 reperfusion catheter (ace68), and a stent retriever. It should be noted that the patient's anatomy was tortuous and calcified. During the procedure, the velocity was used to deliver the stent retriever to the target location. While removing the velocity, the physician experienced resistance. Subsequently, the velocity broke into two pieces at the mid-shaft. The proximal end of the velocity including the hub was removed. The physician decided not to remove the second broken piece of the velocity and continued the procedure using the same ace68 and stent retriever. There was no report of an adverse effect to the patient.

Event description:
The patient underwent a thrombectomy procedure in the left internal carotid artery (ica) using a velocity delivery microcatheter (velocity), a penumbra system ace 68 reperfusion catheter (ace68), and a stent retriever. It should be noted that the patient's anatomy was tortuous and calcified. During the procedure, the velocity was used to deliver the stent retriever to the target location. While removing the velocity, the physician experienced resistance. Subsequently, the velocity broke into two pieces at the mid-shaft. The proximal end of the velocity including the hub was removed. The physician decided not to remove the second broken piece of the velocity and continued the procedure using the same ace68 and stent retriever. Upon the completion of the thrombectomy procedure, the physician removed the broken velocity by removing the ace68 and the stent retriever. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on follow-up #01 MFR report and is being corrected on this follow-up #02 MFR report: 1. Section b. Box 5. Describe event or problem.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient underwent a thrombectomy procedure in the left internal carotid artery (ica) using a velocity delivery microcatheter (velocity), a penumbra system ace 68 reperfusion catheter (ace68), and a stent retriever. It should be noted that the patient's anatomy was tortuous and calcified. During the procedure, the velocity was used to deliver the stent retriever to the target location. While removing the velocity, the physician experienced resistance. Subsequently, the velocity broke into two pieces at the mid-shaft. The proximal end of the velocity including the hub was removed and the second broken piece of the velocity was removed under aspiration while using the ace68 and retracting the stent retriever. No additional information regarding the completion of the procedure was provided. There was no report of an adverse effect to the patient.